Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic gastric bypass revision procedure the device partially fired, opened enough to remove it from tissue, but then jammed. The customer was unable to open, close, or dearticulate the device. The customer removed the device from the patient along with the trocar it was in. It was unknown which type of trocar was being used. The customer had been using a blue gst reload and no buttressing material. Procedure was completed with another device of the same product code and by stapling over the area that had been partially stapled. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).: batch # p5869y. Device evaluation: the analysis found that one plee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The reload was received fully fired. Furthermore the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.